Event description:
When using the kendall monoject 11 gauge x 4" to perform a bone marrow biopsy -from tray, lot 7176075-, the harvested core gets jammed in the needle. This requires use of a new needle. This requires use of a new needle of a different MFR and a repeat of the biopsy. This subjects the pt to unneeded pain, prolongs the procedure, and adds the potential for additional complications. We have had multiple failures with the new type of needle kendall has adopted for this kit. It appears cheaply made, and repeatedly jamms the core in the needle after the biopsy core is taken, when we try to remove the core. Kendall has not been helpful. We would like to have some action taken before this turns into a worse adverse event than additional discomfort and bleeding for the pt.